Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of recognition to be related to the customer reported complaint. For clarification, the instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Additional observations not reported by site: the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. As a result the instrument failed to engage when installed on the system. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.035¿ - 0.170 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. Root cause of this failure is attributed to mishandling. A site history was performed and no related complaints were found. A review of system logs showed that the permanent cautery spatula was last used on system #(B)(4) on (B)(6) 2020 and it had 5 uses remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the permanent cautery spatula instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that during a da vinci assisted total hysterectomy surgical procedure, the permanent cautery spatula had recognition issues. The procedure was completed with a back up instrument and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that she did not have any additional information to share.